Event description:
The pt fell. After that, while the stimulation was turned on, the pt experienced a surging sensation; an overstimulation sensation. The pt was at the clinic. Impedances measurements showed all electrode combinations in range. The pt status was reported to be "good". Additional information has been requested, a follow-up report will be sent if additional information becomes available.